Event description:
It was reported that the lightcable, connected to the l9000 lightsource, burnt through a drape at the end of a case. It was further reported that the customer left the lightsource on while the distal end of the lightcable was on the drape. When the lightsource was turned off, the lightcable stopped burning through the drape. The case was completed successfully without delay and with no injury to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.